Manufacturer narrative:
(B)(4). The customer (biomedical engineer) evaluated the device and was unable to duplicate the reported issue. The customer did indicate that they always have the external usb data cable connected to the device, which could potentially cause a loss of power if there was a short in the cable; however, this could not be confirmed. As a precaution, the external usb data cable and the battery connector pins were replaced and proper device operation was observed through functional and performance testing. The device has been returned to the end user for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device lost power during a patient event. The customer indicated that the patient was only being monitored and was not in need of defibrillation therapy. There was no additional information of the reported event provided. There was no report of any adverse outcome of the patient.